Event description:
Angiogram revealed ostial stenosis in the graft to the right coronary artery (acn-4550) and the graft was stented. The pt also had a second graft anastomosed with an aortic connector (model acn-5055) that had three distal anastomoses, two of which were occluded at the distal anastomosis sites. The native first obtuse marginal artery was also stented and both connectors remain implanted.